Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2019 regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins was overdischarged and the patient hadn¿t been able to recharge since (B)(6) 2018. A physician mode reset (pmr) was performed, and the patient was able to recharge normally. It was reported that the ins was still discharged and blinking on 25% after the pmr, but the patient just needed to charge the ins past 25%. The power on reset (por) screen was cleared. It was reported that poor coupling has always been an issue for the patient since implant and it was noted that the patient lost a lot of weight in the past. When the caller tried to use the patient programmer (pp), there was a change battery icon. The caller changed the pp batteries and was still unable to communicate with the ins with or without the antenna. No further complications are anticipated. Additional information was received from the patient on february 19th. The patient reported that the patient programmer (pp) was not working properly, the manufacturer representative (rep) told her to call for replacement. The patient stated that the pp shows a poor communication message, and there is poor communication with and without the antenna. Additional information received from a manufacturer's representative on february 26th. It was reported that the representative had not been able to reach the patient and therefore they weren't sure if the replacement controller resolved their issues. No further complications reported. Additional information was received from the manufacturer representative (rep) on march 21st. The rep reported that the cause of the patient programmer (pp) not communicating with the ins was not determined, and that replacing the pp did not resolve the issue. The rep stated that they followed-up with the patient and she stated that she had received a battery replacement on (B)(6) 2019. Additional information was received from the rep on march 22nd. The rep stated that charging still wasn¿t working when they received the new pp in the mail. It was taking the patient longer than 8 hours to charge prior to getting the replacement pp. It was re-stated that the patient received an ins replacement.